Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was deflation, capsular contracture baker grade iii, and concern with the product. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported right side ¿firm and looks abnormal due to capsular contracture,¿ baker grade iii. Patient additionally reported right side deflation and concern with the product, headaches, and "cramping in the arms". Additionally reported "big cramp in the muscle on that side," unspecified, and "heart valve"; these events are not related to the device. Device remains implanted.